Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with increased capture threshold and increased pacing lead impedance. Possible cause of the issue is patient's physiology or lead issue. Lead revision or continue to monitor the lead was suggested. No further information is available.